Event description:
It was reported during preparation for the implant of a transcatheter aortic bioprosthetic valve (tav), in a patient with annular to left ventricular outflow tract calcification on the non-coronary cusp, the patient's aortic annulus measured in-between two valve sizes, 29 mm and 34 mm. A 29 mm valve was selected for implant. After the tav ((B)(6)) was loaded into the delivery catheter system (dcs), the valve load was reviewed via fluoroscopic inspection and confirmed a good load. The dcs and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt at a target depth of 3 mm, an infold was observed in the valve frame. The tav was recaptured into the dcs and the system was withdrawn from the patient. A new 29 mm tav ((B)(6)) was loaded onto a new dcs. Fluoroscopic inspection confirmed a good load. The dcs and loaded tav were inserted into the patient and advanced to the aortic annulus; however, upon the first deployment attempt, again, an infold was observed in the tav frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A third, larger 34 mm tav ((B)(6)) was loaded onto a new dcs. Fluoroscopic inspection of the third system confirmed a good load and the tav was implanted without issue. A 30-minute procedural delay occurred as a result of the events in this case; however, no patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: model: d-evolutfx-2329; lot: 0013008934; implant date: not implantable. Model: evfxplus-29; serial: (B)(6); implant date: not implanted. Model: d-evolutfx-2329; lot: 0012752489; implant date: not implantable. Model: evfxplus-34; serial: (B)(6); implant date: (B)(6) 2026 model: d-evolutfx-34; lot: 0013123807; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. B7. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for the implant of a transcatheter aortic bioprosthetic valve (tav), in a patient with annular to left ventricular outflow tract calcification on the non-coronary cusp, the patient's aortic annulus measured in-between two valve sizes, 29mm and 34mm. A 29mm valve was selected for implant. After the tav was loaded into the delivery catheter system (dcs), the valve load was reviewed via fluoroscopic inspection and confirmed a good load. The dcs and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt at a target depth of 3mm, an infold was observed in the valve frame. The tav was recaptured into the dcs and the system was withdrawn from the patient. A new 29mm tav was loaded onto a new dcs. Fluoroscopic inspection confirmed a good load. The dcs and loaded tav were inserted into the patient and advanced to the aortic annulus; however, upon the first deployment attempt, again, an infold was observed in the tav frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A third, larger 34mm tav was loaded onto a new dcs. Fluoroscopic inspection of the third system confirmed a good load and the tav was implanted without issue. A 30-minute procedural delay occurred as a result of the events in this case; however, no patient complications were reported as a result of this event. Additional information was received that there was no misload identified during loading of the first or second valve. Upon the first deployment attempt of the first valve, an infold was identified, and the valve was recaptured two times due to the infold. Upon the first deployment attempt of the second valve, the infold was identified and the valve was recaptured once due to the infold. Therefore, the infold occurred with both valves. It was noted that the target implant depth when both valves infolded was 3-5 mm. There was nothing in terms of patient anatomy that contributed to the infolds.